Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had decreased sensing. No action was taken and the lead remains in use. The left ventricular lead had no capture in all configurations. An x-ray showed that the lead had dislodged. The lead is planned to be repositioned but the patient has a persistent superior vena cava, so the patient will be re-evaluated for intervention. The lead remains in use. No patient complications have been reported as a result of this event.